Event description:
Article: letter to the editor - "fluoroscopic characterization of surgical bioprosthetic heart valves" published in catheterization and cardiovascular interventions doi 10.1002/ccd. 25904. Edwards received information through written article that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an unknown implant duration due to aortic valve stenosis. A 26mm transcatheter valve was implanted with no reported complications. No additional details provided.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the device and event, no additional information was provided by the author and the device was not returned to edwards for analysis as it remains implanted in the patient. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.